Manufacturer narrative:
Follow-up #1: date of submission 10-jul-2018 - device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during the investigation, evidence of moisture was observed behind the display lens. A cover crack was observed between the display lens and the case seal. No evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the cover crack. The pump¿s casing was removed, and evidence of moisture contamination was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.